Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the hypotube and a complete hypotube separation 105cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon and the bonds of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm maverick 2 was selected to dilate the lesion. However, the balloon shaft was fractured. The fractured location was about 15cm away from the balloon tip. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm maverick²¿ was selected to dilate the lesion. However, the balloon shaft was fractured. The fractured location was about 15cm away from the balloon tip. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.